Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical device: unk liner, unk shell, unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02749 and 0001825034-2019-02750. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was being scheduled for a revision procedure due to dislocation and liner would not seat in the shell. However, no revision has been reported to date.